Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection performed on the returned reader and damage to the plastic channel retaining the pins of the usb port and minor contamination to the usb port was observed. Reader successfully communicated with approved software. Plastic channel was damaged and minor contamination to the usb port did not impact reader functionality and did not contribute to the customer¿s complaint. Reader did not powered on with button press or with strip insertion. Reader did powered on with usb cable insertion. Date and time was set using the pc software and it was determined that uom was locked to mg/dl. Visual inspection performed on the usb/charging cable. It was observed that usb data cable to be melted and liquid contamination on the terminals of the usb data cable. Visual inspection performed on the power adapter and no issues were observed. A load tester was used to test returned power adapter and voltage was observed to be within specification. Power adapter passed testing. An extended investigation was performed. A visual inspection using a digital microscope (eq5021) was performed on the returned device. Contamination due to liquid ingress was observed in the reader¿s usb port and in the usb cable. Damage to the plastic channel retaining the pins of the usb port on the reader was also observed. Therefore, the observations made in phase 1 were confirmed. Glucose data readings would not give any indication of smoke, explosion, or fire occurring. The returned reader was brought to the bench to perform functional testing. The returned battery was measured which was not within range specification. No issues were observed on the returned battery, and it was observed to charge normally when connected to a charging cable. The returned reader was observed to power on with a battery within the range specification. Off-current consumption testing was performed to check the current draw of the returned reader. The off current was measured which was within the range specification for freestyle libre readers with an nxp processor. It was indicated that the reader was not drawing excess current from the battery. A cable tester was used to test the returned usb cable. An open was observed on pin 4 (ground) of the returned cable. The open pin is likely caused by the contamination observed. Liquid ingress in electronics can create unintended short circuits that can result in overheating and melting of plastics as well as open circuits. Load tester was used to perform a test on the returned power adapter. The current was set and the voltage was observed which was within the range specifications. A built-in self-test was conducted using the reader's software and was observed to pass. There was contamination observed in the usb port of the returned reader and in the usb cable, current consumption test was within specification and the reader functioned as intended, this issue is not confirmed to use. Contamination due to liquid ingress can cause unintended short circuits which can result in overheating that cause melting of plastics and open circuits. An extended investigation has been performed for the reported complaint and there was no indication that the products did not meet specification. Dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the libre reader, cable and adapter met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device did not power on. The product was returned and investigated for the power issue, however during investigation a melted charging cable was observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product has been returned and is currenlty undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device did not power on. The product was returned and investigated for the power issue, however during investigation a melted charging cable was observed. This report is being submitted due to the additional issue observed during returned product investigation. There is no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.